Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of peritoneal abscess ('acute and chronic inflammation with abscess formation and necrosis'), omental necrosis ('acute and chronic inflammation with abscess formation and necrosis'), abdominal sepsis ('sepsis without acute organ dysfunction'), large intestine perforation ('sigmoid colon perforation'), tubo-ovarian abscess ('ruptured left tubo-ovarian abscess/acute and chronic inflammation'), abscess rupture ('ruptured left tubo-ovarian abscess'), salpingitis ('acute salpingitis') and peritonitis ('acute peritonitis'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: sigmoid diverticulitis, left lower quadrant pain, hemorrhagic gastritis, antral ulcer, hiatal hernia, esophagitis, hemorrhoids, hypertrophic anal papilla, esophagogastroduodenoscopy, colonoscopy, hemorrhoid banding, abdominal discomfort, bloating, heartburn, ovarian cyst, nausea, vomiting, atherosclerosis, urinary tract infection, anxiety, arrhythmia, asthma, gastrointestinal disorder, headache, traumatic fracture, sweating, esophagogastroduodenoscopy, urination difficulty, dysuria, endometriosis, pelvic pain, colitis, low grade fever, gerd and tobacco use disorder, episodic use. Concomitant products included: cefixime (flexeril), ciprofloxacin monohydrochloride (cipro), hydrocodone bitartrate; paracetamol (norco), hydromorphone hydrochloride (dilaudid), loratadine (lortab), lorazepam, metronidazole (flagyl) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced peritoneal abscess (seriousness criteria medically significant and intervention required), omental necrosis (seriousness criteria medically significant and intervention required), abdominal sepsis (seriousness criterion hospitalization), large intestine perforation (seriousness criteria hospitalization, medically significant and intervention required) with pneumoperitoneum, tubo-ovarian abscess (seriousness criteria medically significant and intervention required) with serositis, abscess rupture (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), peritonitis (seriousness criterion medically significant), medical device site erosion ("erosion of the essure coil in her left fallopian tube") and pelvic adhesions ("conglomeration of adhesions"). The patient was treated with surgery (exploratory laparotomy with a left salpingectomy and oophorectomy, drainage of tubovarian abscess and sigmoid resection with end colostomy, left oophorectomy and partial omentectomy, lysis of adhesions). At the time of the report, the omental necrosis, abdominal sepsis, large intestine perforation, tubo-ovarian abscess, abscess rupture, salpingitis, peritonitis, medical device site erosion and pelvic adhesions outcome was unknown. The reporter considered abdominal sepsis, abscess rupture, large intestine perforation, medical device site erosion, omental necrosis, pelvic adhesions, peritoneal abscess, peritonitis, salpingitis and tubo-ovarian abscess to be related to essure. The reporter commented: lot number reported in sd is not readable. Hence not captured. Left: 2 coils, right: 4 coils. Perforated sigmoid colon with pneumoperitoneum suggests, that there may be a bowel perforation. On (B)(6) 2021, left salpingectomy: removed left essure coil. Acute peritonitis secondary to ruptured, left tubo-ovarian abscess with pneumoperitoneum. Patient also requesting, that her essure coil be removed on her right side. Dr told her there was no ob/gyn provider here at this hospital, that would be able to facilitate that at the same time. She has reversal of her colostomy, at least at present. On (B)(6) 2020, preop diagnoses: free intraperitoneal air postop diagnoses: 1. Perforated sigmoid colon with pneumoperitoneum. 2. Large amount of intra-abdominal adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2020, increasing free air in the abdomen with inflammatory change in the pelvis. And additional free air no focal abscess is identified. The increase in the free air status post surgery (B)(6) week ago, suggests, that there may be a bowel perforation. Exact site is not clear.; pathology test: on (B)(6) 2020, left fallopian tube and coil, salpingectomy: acute salpingitis and serositis with abscess formation and focal entrapped foreign material, intraluminal medical device, consistent with essure coil.; ultrasound pelvis: on (B)(6) 2020, pelvic pain.; ultrasound scan: on (B)(6) 2020, essure catheter is not identified.; x-ray: on (B)(6) 2020, bowel gas pattern is unremarkable. There is no evidence of obstruction or free air. Essure devices appear to be present in the pelvis. Impression: no evidence of obstruction or free air. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-nov-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of peritoneal abscess ('acute and chronic inflammation with abscess formation and necrosis'), omental necrosis ('acute and chronic inflammation with abscess formation and necrosis'), abdominal sepsis ('sepsis without acute organ dysfunction'), large intestine perforation ('sigmoid colon perforation'), tubo-ovarian abscess ('ruptured left tubo-ovarian abscess/acute and chronic inflammation'), abscess rupture ('ruptured left tubo-ovarian abscess'), salpingitis ('acute salpingitis') and peritonitis ('acute peritonitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sigmoid diverticulitis, left lower quadrant pain, hemorrhagic gastritis, antral ulcer, hiatal hernia, esophagitis, hemorrhoids, hypertrophic anal papilla, esophagogastroduodenoscopy, colonoscopy, hemorrhoid banding, abdominal discomfort, bloating, heartburn, ovarian cyst, nausea, vomiting, atherosclerosis, urinary tract infection, anxiety, arrhythmia, asthma, gastrointestinal disorder, headache, traumatic fracture, sweating, esophagogastroduodenoscopy, urination difficulty, dysuria, endometriosis, pelvic pain, colitis, low grade fever, gerd and tobacco use disorder, episodic use. Concomitant products included cefixime (flexeril), ciprofloxacin monohydrochloride (cipro), hydrocodone bitartrate;paracetamol (norco), hydromorphone hydrochloride (dilaudid), loratadine (lortab), lorazepam, metronidazole (flagyl) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced peritoneal abscess (seriousness criteria medically significant and intervention required), omental necrosis (seriousness criteria medically significant and intervention required), abdominal sepsis (seriousness criterion hospitalization), large intestine perforation (seriousness criteria hospitalization, medically significant and intervention required) with pneumoperitoneum, tubo-ovarian abscess (seriousness criteria medically significant and intervention required) with serositis, abscess rupture (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), peritonitis (seriousness criterion medically significant), medical device site erosion ("erosion of the essure coil in her left fallopian tube") and pelvic adhesions ("conglomeration of adhesions"). The patient was treated with surgery (exploratory laparotomy with a left salpingectomy and oophorectomy,drainage of tubovarian abscess and sigmoid resection with end colostomy and partial omentectomy,lysis of adhesions). At the time of the report, the omental necrosis, abdominal sepsis, large intestine perforation, tubo-ovarian abscess, abscess rupture, salpingitis and medical device site erosion outcome was unknown. The reporter considered abdominal sepsis, abscess rupture, large intestine perforation, medical device site erosion, omental necrosis, pelvic adhesions, peritoneal abscess, peritonitis, salpingitis and tubo-ovarian abscess to be related to essure. No further causality assessment were provided for the product. The reporter commented: lot number reported in sd is not readable. Hence not captured. Left: 2 coils, right: 4 coils. Perforated sigmoid colon with pneumoperitoneum. Suggests that there may be a bowel perforation.. On (B)(6) 2021- left salpingectomy, removed left essure coil. Acute peritonitis secondary to ruptured left tubo-ovarian abscess with pneumoperitoneum. Patient also requesting that her essure coil be removed on her right side. Dr told her there was no ob/gyn provider here at this hospital, that would be able to facilitate that at the same time she has reversal of her colostomy, at least at present. On (B)(6) 2020 preop diagnoses: free intraperitoneal air. Postop diagnoses: perforated sigmoid colon with pneumoperitoneum. Large amount of intra-abdominal adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2020: increasing free air in the abdomen with inflammatory change in the pelvis and additional free air no focal abscess is identified. The increase in the free air status post surgery 1 week ago. Suggests that there may be a bowel perforation.. Exact site is not clear ... Pathology test - on (B)(6) 2020: left fallopian tube and coil, salpingectomy: acute salpingitis and serositis with abscess formation and focal entrapped foreign material, - intraluminal medical device, consistent with essure coil.. Ultrasound pelvis - on (B)(6) 2020: pelvic pain. Ultrasound scan - on (B)(6) 2020: essure catheter is not identified. X-ray - on (B)(6) 2020: bowel gas pattern is unremarkable. There is no evidence of obstruction or free air. Essure devices appear to be present in the pelvis. Impression: no evidence of obstruction or free air. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.